Manufacturer narrative:
This case, with (B)(6) (aviva test strip lot 497366), is related to case with (B)(6) (aviva test strip lot 497326) and (B)(6) (compact plus system).

Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 271 mg/dl, 250 mg/dl, and 116 mg/dl. On (B)(6) 2018, the customer received the following results, with two different meters, within 10 minutes: 256 mg/dl, 570 mg/dl (aviva meter) and 129 mg/dl (compact plus meter). No adverse event reported. The customer used test strip lot numbers (497366) and (497326) for the aviva system. It is unknown which lot numbers were used for which test results. The test strip lot number was not provided for the compact plus system. Return of the suspect device was requested for evaluation.